Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastroplasty, when the stapler was loaded for the 1st shot in the stomach the surgeon was able to press the green button, however the device did not fire. The surgeon forced the shot and broke the stapler. Another stapler was used to complete the procedure. There was no patient harm.